Event description:
Provided narrative: "my son implant not working machine" followed up with patient's mother for clarification with no additional information provided. Reported on the likelyhood the reported event was an implant loss.

Manufacturer narrative:
Implant loss due to loss of oseointegration is known to occur, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient to be able to continue using the bone anchored hearing system.